Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while trying to program this pacemaker system into magnetic resonance imaging (MRI) protection mode, a unipolar lead safety switch (lss) was noted due to pacing impedance measurements high out of range on the right ventricular (rv) lead. The health care professional (hcp) stated they would follow up with cardiology for further troubleshooting. This product remains in service. No adverse patient effects were reported.